Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge started to dislodge from the pump and needed to be snapped back into place. Additionally, customer received a cartridge detection notification during the load process. There was no reported impact to the customer's blood glucose level. Reportedly, customer successfully completed the load process.